Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 device indicating that there was leakage in the oxygen hose. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Information was received that the clamp was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.